Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported controller sparking while charging event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that while attempting to initiate charging of the controller, a spark occurred immediately upon connecting the manufacturer-supplied charging cable. The event resulted in damage to the controller¿s charging port. The controller remained functional and able to charge; however, the patient elected to discontinue use due to safety concerns. The patient reported no prior device issues, and the controller had not been exposed to heat, moisture, solvents, drops, or extreme temperatures before the event. Patient stated they were using an insulet provided charging cable. Blood glucose levels were reported to be between 181 mg/dl and 250 mg/dl. A replacement controller was issued to the patient.